Manufacturer narrative:
The customer determined that due to this issue, as well as other issues found with the bed (not reportable), it would not be cost-effective to repair the unit, and that they would be scrapping the unit.

Event description:
It was reported the backrest was disconnected from the recliner due to fasteners being out of adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.